Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 45 mg/dl, the ilet alerted for low glucose, and the episode was corrected with oral glucose gummies followed by a meal. Symptoms included feeling okay. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.